Event description:
It was reported that during unpacking of bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed adhesive leaked on unspecified tubes and from the photos, the gel has smeared. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-dec-2024. Bd received 30 samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for foreign matter and gel string were observed. Evaluation of the returned samples shows that the tubes are sticky on the outside, covered by gel. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter and gel string were not observed. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter and gel string. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during unpacking of bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed adhesive leaked on unspecified tubes and from the photos, the gel has smeared. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.1: initial reporter phone #: unknown